Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported failure. To resolve the issue, the fse replaced the broken fiber optic connector, and cable extension sensor. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.